Event description:
It was reported by the rep the device was used in an abdominal aortic anneurysm. It was reported that only a couple of staples fired. 05/26/1998 pulled another device to complete the case. There was not consequence to the pt.